Event description:
Boston scientific received information that this lead had dislodged and pulled back to the device pocket region. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.